Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis determined that the programmer was unable to power up, and therefore the power supply was replaced. Analysis also found that the system fan was noisy so it was also replaced. The programmer then passed all tests and no other anomalies were found. Concomitant products : product ID 229047 software analyzer. (B)(4).

Event description:
The programmer was returned with no information and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.